Event description:
It was reported that the lead integrity alert triggered due to a right ventricular lead fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert occurred on (B)(6) 2011 13:27:11. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 13:27:11. Ventricular short interval count (B)(4), occurred in 1.00 day, between (B)(6) 2011 14:50:17 and (B)(6) 2011 15:01:59.